Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
On (B)(6) 2021 it was reported by a sales representative via email that an ar-3638 knotless fibertak¿ the suture on the shuttle stitch was defected. The loop broke when the surgeon hardly pulled on the suture. The surgeon cut out the anchor and put in a new one from the same box and that worked the case was completed. There was no patient affect reported.